Event description:
It was reported that the patient died on (B)(6) 2014 due to sudden cardiac arrest while at home. He was taken to the hospital where he was pronounced dead. The patient's physician had retired and his office had no additional information regarding the patient's death. Follow up with the funeral home revealed that the patient's vns device was explanted and discarded as medical waste, as the patient was cremated. No additional relevant information has been obtained to date.